Manufacturer narrative:
No malfunction of the power wheelchair is suspected. The end user was riding in the power wheelchair while being transported in a van that stopped suddenly. Hoveround's owner's manual warns end users, "to avoid serious injury or death from tip over..."do not sit in your power power wheelchair while riding in a motor vehicle, even if the chair is secured to the vehicle and you are using the chair's restraint," and, "always wear the seat belt."

Event description:
End user reports while seated in the stationary power wheelchair in a handicap accessible mini-van, the van stopped and she fell. End user reports not wearing the seat belt.